Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the rv lead had fractured. The rv pacing impedance was greater than 2500ohms and the sensing integrity count was 1200. Four shocks were delivered due to oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrections: update adverse event, patient outcome, patient demographics fields. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed. Analysis results revealed high superior vena cava (svc) defibrillation coil impedance. Out of tolerance subthreshold lead impedance patient alerts are observed on (B)(6) 2010. Svc defib impedance is observed to jump from 48 ohms to 16088 ohms on (B)(6) 2010. Defib impedance is observed to jump from 38 ohms to 15240 ohms on (B)(6) 2010. Additionally, interference/noise was observed. High ventricular-short interval counts (sic) are observed with 2462 counts on the lifetime counter, about half of these counts occurring between the (B)(6) 2010. High sic can indicate the presence of noise or intermittency in the system. Also, oversensing was noted. Multiple short v-v sensed events of < 220 ms are observed on the (B)(6) 2010. (15 episodes non-sustained tachycardia, 13 episodes of ventricular fibrillation).

Event description:
It was reported that the rv lead had fractured. The rv pacing impedance was greater than 2500ohms and the sensing integrity count was 1200. Four shocks were delivered due to oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.